Event description:
It was reported that the patient presented in the emergency room experiencing syncope. Upon review, it was noted that the right ventricular (rv) and right atrial (ra) lead exhibited high capture thresholds which resulted in failure to capture. The rv and ra leads were explanted and replaced. The patient was in stable condition.